Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced notifications for ¿system failure check¿ appeared. Powered back off and restarted aic, received same notification. Confirmed battery transport switch on bottom of console was in the ¿on¿ position. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console ( (B)(6) ) was sent back for further investigation. The console reproduced the "system self check failure" in the lab. Upon analyzing the pbm, there was residue around the super cap onto the communication line on the pcb which is indicative of the failure mode super cap corrosion the root cause of the aic issue was contamination of a communication line on the power battery manager. This report is being filed as part of a retrospective review of historical records.